Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices after a neurotomy procedure on (B)(6) 2019. A manufacturer representative confirmed the issue and the ipg deemed inoperable.

Event description:
Additional information received indicated that surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.